Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, several ventricular high-rate events were noted on the pacemaker. The cause of the events were uncertain, and the events were very short and non-physiologic. Programming changes were discussed. There were no patient symptoms associated with the events.